Event description:
The customer reported that the lh750 hematology analyzer generated erroneously low platelet test results (51x10^3/ul) on one patient sample. There were no instrument-generated messages accompanying the test results. The sample was not rerun and the erroneous results were reported out of the laboratory. The individual was a patient already in the hospital who was scheduled for a c-section (cesarean section) and was being monitored for pre-eclampsia. Previous testing of patient showed normal platelet levels of approximately 200x10^3/ul; details of test results were not provided. The treating physician did not order a re-run of the suspected platelet results, but instead proceeded with the c-section with the patient under general anesthesia. The surgery was performed without incident. After surgery a sample was collected and tested with platelet results of 261x10^3/ul, and 248x10^3/ul upon repeat testing. Per the customer, the suspect platelet count reported before surgery affected the scheduling of surgery (made it more urgent) and the anesthesia method (general versus local anesthetic).

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. The patient's sample was collected in a hemoguard tube, stored at room temperature and sampled within 24 hours. The specimen was subsequently inspected and there was a clot of blood under the cap. There were no flags generated by analyzer to show a suspicious result and raw test data were not available for analysis. Quality control samples were run before and after this event and were within acceptable ranges. The root cause appeared to be a clotted specimen. Per beckman coulter inc labeling: specimen clot is a known interfering substance. Misleading results can occur if specimens contain clots. Always use good laboratory practices was not dispatched for the lh750 analyzer.